Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump down arrow and act buttons were harder to press. Customer stated insulin pump rejected new batteries and scuffed up make it difficult to read. Customer stated insulin pump had motor louder during rewind and no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.